Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause for the removal of the implants is late loosening. The reason for the possible late onset infection could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7065-90, lot# 157757, mfd. 05/17/13, exp. 2018-05-17, gtin (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# 493345, mfd. 07/20/15, exp. 2020-07-20, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493632, mfd. 04/11/16, exp. 2021-04-11, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were installed. The patient did well following the initial procedure but later developed late loosening and a possible infection around the implants. The surgeon decided to remove the ifuse implants as a precaution. In (B)(6) 2018, the surgeon removed the implants. There has been no confirmation of the possible infection. The status of the patient following the revision procedure is not known.